Manufacturer narrative:
After battery installation, device displayed a critical pump error due to corrosion in/around the battery connectors and on the keypad flex cable. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and had a broken force sensor was detected during seating or regular delivery error. Customer stated that the red light was on solid, and some of the buttons were not working. Customer stated that the center button, up arrow, and back arrow were not responding. Customer stated the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.